Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:52:55. During night drain cycle four, the patient's ultrafiltration reading was 1520ml, indicating the home patient drained 1250ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause of the issue was determined to be use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.